Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The customer did not provide a cleaning disinfection and sterilization information. Therefore, it is unknown if there were any deviations from reprocessing steps at the material residue point. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. There was no damage to the area where the foreign material was detected. A definitive root cause cannot be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use: detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. Besides the reportable malfunction of foreign material in the a/w channel and jet tube channel, the evaluation found the following non-reportable malfunction(s): worn adhesives on the light cover glasses, optical cover glasses, distal end cap, and distal end; chip on light cover glasses; plug body production labels damaged; leaking biopsy channel; minor marks evident on insertion tube; hole on the switch button; minor marks on the light guide tube; worn colored rings aspiration housing control body and a/w housing control body; the left and right angles did not meet specification. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope exhibited white contamination in the air/water (a/w) channel and jet tube channel. There were no reports of patient involvement.